Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200146 ¿ active articulation hip system - 038110, 110024462 ¿ g7 dual mobility liner - 853960. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned femoral head identified scratches and nicks on the spherical surface of the head. The femoral head was impacted into the active articulation bearing and could not be separated for further evaluation. No damage was observed to the taper. Dimensional analysis was not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a second revision approximately one months post implantation. During the surgery it was found that the poly head had disassociated from the metal head. Attempts have been made and additional information on the reported event is unavailable at this time.